Manufacturer narrative:
Findings: unit alarmed button error and had no button response due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or test the low reservoir alarm due to no button response. Unit had minor scratched display window, cracked belt clip slot, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The customer blacked out and was admitted to a hospital for a urinary track infection. The patient's blood glucose level was 830 mg/dl during their hospital stay. The customer stated that they had issues with the reservoirs being clogged before the button error. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.